Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right artery. The 70% re-stenosed, eccentric target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A 2.50mm x 20mm maverick²¿ balloon catheter was used to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right artery. The 70% re-stenosed, eccentric target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A 2.50mm x 20mm maverick²¿ balloon catheter was used to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. There were numerous kinks in the hypotube, with blood in the air lumen. Magnified inspection identified a pinhole in the balloon material 27mm from the tip of the device. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right artery. The 70% re-stenosed, eccentric target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A 2.50mm x 20mm maverick 2 balloon catheter was used to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right artery. The 70% re-stenosed, eccentric target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A 2.50mm x 20mm maverick²¿ balloon catheter was used to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.